Manufacturer narrative:
The sample is not available for evaluation. Two potential lot numbers were provided in regards to these incidents: 14d1441 and 14d1841. An investigation will be performed based on the provided information, and upon completion, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that from a period between (B)(6) 2014, approximately 8-9 volunteers were diagnosed with phlebitis after a bd venflon intravascular catheter was used for blood collection and flushed with normal saline. This volunteer received analgesic, anti-inflammatory, antibiotic, thrombolytic, and antiplatelet medications to treat the phlebitis.